Event description:
During surgical procedure for laparoscopic repair of paraesophageal hernia w/ nissen fundoplication and use of mesh, surgeon attempted to use the device and it only fired two staples. The item package stated 15 clips, and only two clips fired then empty. No harm to patient. Replaced device with new device. Surgery completed.